Manufacturer narrative:
H3 device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold. Product analysis confirmed the reported events.

Event description:
It was reported that the inflatable penile prosthesis did not work properly, so the patient visited the hospital 2 weeks before the revision surgery. As a result of the test, a hole was identified in the reservoir. A new inflatable penile prosthesis reservoir was implanted. Following the revision surgery, the patient was stable.

Event description:
It was reported that the inflatable penile prosthesis did not work properly, so the patient visited the hospital 2 weeks before the revision surgery. As a result of the test, a hole was identified in the reservoir. A new inflatable penile prosthesis reservoir was implanted. Following the revision surgery, the patient was stable.